Event description:
It was reported that the field representative was checking the subcutaneous implantable cardioverter (s-ICD) after the patient received five shocks. Review of the events noted the shocks were appropriate for true ventricular tachycardia. During interrogation a code appeared indicting there was a patient data issue. Boston scientific technical services (ts) was consulted and discussed that the code indicated there was a reset in the programmer's reserve random-access memory (ram). The field representative pressed continue on the programmer and forced a download of the s-ICD's data which completed successfully. Ts discussed that due to this code the implant date for this s-ICD will now be permanently incorrect. Ts further noted that the remote home monitoring system was showing 35329 shocks since last reset. The device's data was sent to engineering for review. The following day the field representative contacted ts again and noted the patient received two additional shocks the previous day and was sent to the cardiac care unit. The field representative noted the s-ICD implant date was incorrect and showing for the following day. Ts reiterated that the implant date for the s-ICD would always show as incorrect following the code from the previous day. Engineering reviewed the stored data and found several instances of ram memory issues and benign resets. Engineering noted that the s-ICD may be more susceptible to memory issues either due to hardware performance variances or exposure to background radiation. Engineering also noted that it the displayed longevity is the from the software calculation and is correct for a normally depleting device. However it appears the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. The s-ICD was explanted and another manufacturer's bi-ventricular implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Event description:
It was reported that the field representative was checking the subcutaneous implantable cardioverter (s-ICD) after the patient received five shocks. Review of the events noted the shocks were appropriate for true ventricular tachycardia. During interrogation a code appeared indicting there was a patient data issue. Boston scientific technical services (ts) was consulted and discussed that the code indicated there was a reset in the programmer's reserve random-access memory (ram). The field representative pressed continue on the programmer and forced a download of the s-ICD's data which completed successfully. Ts discussed that due to this code the implant date for this s-ICD will now be permanently incorrect. Ts further noted that the remote home monitoring system was showing 35329 shocks since last reset. The device's data was sent to engineering for review. The following day the field representative contacted ts again and noted the patient received two additional shocks the previous day and was sent to the cardiac care unit. The field representative noted the s-ICD implant date was incorrect and showing for the following day. Ts reiterated that the implant date for the s-ICD would always show as incorrect following the code from the previous day. Engineering reviewed the stored data and found several instances of ram memory issues and benign resets. Engineering noted that the s-ICD may be more susceptible to memory issues either due to hardware performance variances or exposure to background radiation. Engineering also noted that it the displayed longevity is the from the software calculation and is correct for a normally depleting device. However it appears the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. The s-ICD was explanted and another manufacturer's bi-ventricular implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the field representative was checking the subcutaneous implantable cardioverter (s-ICD) after the patient received five shocks. Review of the events noted the shocks were appropriate for true ventricular tachycardia. During interrogation a code appeared indicting there was a patient data issue. Boston scientific technical services (ts) was consulted and discussed that the code indicated there was a reset in the programmer's reserve random-access memory (ram). The field representative pressed continue on the programmer and forced a download of the s-ICD's data which completed successfully. Ts discussed that due to this code the implant date for this s-ICD will now be permanently incorrect. Ts further noted that the remote home monitoring system was showing 35329 shocks since last reset. The device's data was sent to engineering for review. The following day the field representative contacted ts again and noted the patient received two additional shocks the previous day and was sent to the cardiac care unit. The field representative noted the s-ICD implant date was incorrect and showing for the following day. Ts reiterated that the implant date for the s-ICD would always show as incorrect following the code from the previous day. Engineering reviewed the stored data and found several instances of ram memory issues and benign resets. Engineering noted that the s-ICD may be more susceptible to memory issues either due to hardware performance variances or exposure to background radiation. Engineering also noted that it the displayed longevity is the from the software calculation and is correct for a normally depleting device. However it appears the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. The s-ICD was explanted and another manufacturer's bi-ventricular implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.